Event description:
The customer observed falsely elevated carbon dioxide results generated on the architect c16000 processing module for multiple samples. The following example results were provided: (customer provided reference range 20- 30 mmol/l) sample 3 initial result 47.9 repeat results 24.8 mmol/l, 25.1 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module and determined the cuvettes the likely cause of the results issue. The fsr manually cleaned the cuvettes, and the issue was resolved. The cuvette pair replacement set was determined to be the likely cause of the issue. No additional discrepant results have been reported since part replacement. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify any trends for the cuvette pair replacement set. Review of the clinical chemistry systems product monitoring review scorecard found no trends with regards to the current issue related to the architect system, likely cause part, or discrepant results as described in this ticket. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated carbon dioxide results generated on the architect c16000 processing module for multiple samples. The following example results were provided: (customer provided reference range 20- 30 mmol/l) sample 3 initial result 47.9 repeat results 24.8 mmol/l, 25.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.